Manufacturer narrative:
Possible (B)(4). A ge rep evaluated the system and performed a filament calibration. System operates as intended.

Event description:
Customer reported the system is displaying a high ma error. No pt injury was reported.